Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes insufficient negative pressure was found during use for three tubes. No health impact or consequence reported. Report 2 of 2.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory of each lot were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Additionally, one hundred (100) retains of each lot were visually examined, and no issues were observed relating to underfill. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify an exact root cause for the indicated failure mode.